Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep. They reported the patient had their full system replaced on (B)(6) 2019, so the patient could have an upgraded device that offered full body MRI eligibility. It was noted that in pre-op, the patient mentioned they still wanted better coverage. It was still undetermined why the patient was not feeling stimulation in the same place they had prior to the overdischarge. The explanted devices were discarded because the physician did not want to return them. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that on (B)(6) 2018, the patient was unable to charge the ins. The patient had not charged their ins in over 1 month. The patient met with the rep on (B)(6) 2018, and the rep confirmed the ins was in overdischarge. At that same appointment, the rep ran impedances once at 0.7 volts (v) and got a high impedance value (>10,000 ohms) on the 0-6 pair. They re-ran the impedances at 3v, which resulted in a normal impedance reading of 924 ohms on the 0-6 pair. They also changed the reference to "6" and all values were confirmed to be within the range of 700-1000 ohms. Since the patient was getting good therapy, the rep was reluctant to change the programming, although they would continue to work on it with the patient. It was noted that the patient and the doctor were considering ins replacement since the ins had been in overdischarge twice because they were concerned about a potential end of service (eos) that could occur if the ins were to go into overdischarge again. Additionally, they were concerned about the charging interval. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep). It was reported that the patient was not feeling stimulation where they did prior to the overdischarge in (B)(6) 2018. The patient stated that the stimulation is not the same and was scheduled for reprogramming on (B)(6) 2018. No further complications are anticipated. Additional information was received from the rep. They reported that the overdischarge was resolved by performing a physician mode recharge and clearing a power on reset (por) on (B)(6) 2018. The cause of the lack of desired stimulation following the overdischarge was not yet determined; however, the patient was scheduled for reprogramming to occur on (B)(6) 2018. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) on (B)(4) 2018. The cause of the event is still undetermined. They were notified by the patient of the lack of stimulation in the desired area on (B)(6) 2018. The rep saw the patient on (B)(6) 2018 for a reprogramming. The patient had a surgery consult on (B)(6) 2018. They are going forward with a battery replacement. The rep was able to meet with them for a reprogramming. Per the patient, the coverage is better. The patient wants to upgrade to a full system for MRI eligibility at replacement surgery, to be scheduled. No further complications were reported/are anticipated.